Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Alarm occurred while the customer was filling his tubing during a set change. Customer was changing his infusion set. Customer's blood glucose level was 175 mg/dl. Customer stated that he does not have another set. Customer decided not to do any further troubleshooting. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.